Event description:
The hcp reported that the patient had magnetic resonace imaging (MRI) or an unspecified medical procedure. The event logs were checked and a motor stall was noted, but here was no recovery recorded in the logs. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates fentanyl. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.